Event description:
Patient presented to ER with belching, chest pressure and shortness of breath. Came to gellman 2 early in 03, the admitting rn attached a sticker to the chart that states, "function of powerheart explained to patient. Later upon entering the patients room the assigned rn observed the number 150 displayed on the crm in manual mode. She inquired of the patient "how did the machine get this way, don't you know that you can shock yourself?" The patient replied that "yes, I know. I shocked myself after pressing the buttons." The patient was not seriously injured.